Event description:
It was reported that low sensing and high threshold were observed. The lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.